Event description:
It was reported, the patient experienced a low heart rate of 30bpm, however, no alert or egm was available for the episode on the device. Technical support was contacted and suspected this was due to a loss of tissue contact. No intervention has been performed. The patient was stable and will continue being monitored.

Manufacturer narrative:
The reported complaint of missing low-rate alert and egm was confirmed. The device was programmed to trigger a pause episode if there is an asystole exceeding 3 seconds, and no pause episode is present. However, the most recent loss of contact (loc) rejection timestamp is (B)(6) 2025, 12:15:45 am, about 15 minutes before the symptom segm was triggered (at 12:30:51 am). The symptom pre-trigger duration was programmed to 8 minutes; hence it did not capture the suspected pause. The patient had a total of 7 rejections of pause episodes due to loc detected since implant. No additional diagnostics are available to confirm if the loss of contact was proper.